Event description:
Contact reported that two screws broke during insertion resulting in a 90-minute extension to the case to remove and replace the screws. Additional units of blood were given to the patient. Contact reported no patient injury as a result of this event. As surgical intervention occurred an MDR is being filed to document this event.